Event description:
The customer reported that the optical switch was not functioning properly. There was no report of patient impact or involvement.

Manufacturer narrative:
The customer reported that the optical switch was not functioning properly. There was no report of patient impact or involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. (B)(4).